Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their implantable neurostimulator (ins) was not holding a charge and stated later they would charge the ins up but then 2 days later would have to charge the ins again. The issue had been occurring for 3-4 weeks. The patient had not changed any settings but had been using the ins a lot now because of their back hurting a lot. The patient was redirected to their healthcare provider to check recharging statistics.